Manufacturer narrative:
H3: device received. Product analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the treatment of a thrombectomy in the m2 segment of the middle cerebral artery, during the process of the micro-guidewire and micro-catheter were coaxially introduced into the distal access and the catheter to the proximal segment of the middle cerebral artery thrombus, the distal access catheter was not shaped, there was air return during the 50ml empty needle aspiration, and the negative pressure state could not be maintained. So it was taken out for inspection, and it was found that the tip of the react71 catheter was flatten and the tip was kinked, suspected to be damaged, so it was replaced. There were no symptoms reported. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The patient was being treated for a thrombectomy. Access vessel was the femoral artery with a 10mm diameter. Vessel tortuosity was minimal. Actions/interventions taken to resolve the catheter damage were: replaced it with the new suction catheter (B)(6) 2024. Solved the issue. The cause of the catheter damage was not determined.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5) as found condition: the react-71 catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The opened react-71 inner pouch also returned separately. No other devices involved in the event were returned. Visual inspection/damage location details: no damages or irregularities were found with the react hub. The react-71 catheter body was found kinked at ~10.3cm from the proximal end. The distal tip and marker band was found crushed. Testing/analysis: the react catheter total length was measured to be ~140.8cm and the useable length was measured to be ~134.2cm which is within specification (total: 141cm ±. 3cm; usable: 132cm +3cm/-0cm). The react catheter was flushed, water exited from the distal end. A 0.067¿ mandrel was inserted into the catheter hub, through the catheter body and became stuck at the kinked location. The mandrel could not be inserted distally due to the crushed distal tip. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter resistance¿ and ¿catheter kink/damage¿ were confirmed as resistance within the catheter was observed with an in-house mandrel. The cause of the resistance during analysis was the damages found on the catheter. Possible causes for the catheter damage are patient vessel tortuosity, user advances/retrieves intraluminal device against resistance, catheter entrapment or incompatible devices. Customer reported vessel tortuosity as minimal, and devices were prepared per IFU. As no other devices involved in the event were returned, any contributions of the ancillary devices towards the failure could not be assessed. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.